Event description:
On (B)(6) 2024 it was reported by a sales representative via email that an ar-2267 large pec button failed during a case. This occurred during a rotator cuff repair on (B)(6) 2024 in (B)(6) hospital when the surgeon was tension-sliding the whip-stitched bicep stump. It was reported that one of the limbs of the fiberloop broke off within the drilled bone. The case was not completed successfully because the completed bt was compromised as the knot using both limbs could not be tied. There was case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.